Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A follow up phone call was placed to a patient, a (B)(6) in military service in (B)(6), regarding a complaint communicated initially to our customer service contact, alert date 7/18/2018 the call summary is as follows: the patient reported that he had the charite implant system (286996203?- unk lot) implanted on 2007 due to his existing degenerative disk disease creating pain on his left leg. The surgery was performed by dr. (B)(6) at the (B)(6) brain and spine hospital in (B)(6). The patient is reporting that he is now experiencing the same pain issues as prior to the surgery and it has also affecting the right leg. He is feeling the nerve being pinched and the implant actually move and is having difficulty walking. He claims that the surgery ended his military career and he has now been out of work for 3 months and so far nobody has found the source of his problems. CT scans and x ray do not show an issue with other discs. Dr. (B)(6) also told him that he could never have an MRI done due to the implant. He plans on seeing a spine specialist soon to hopefully find a solution to his problem. He asked the following questions: 1. What alternatives are available to determine the cause of his pain other than an MRI? 2. Is the charite system still being manufactured as he did not see it on j and j website. 3. Is there a warranty on the implant? He commented that perhaps he was implanted with a defective product. The patient was informed that this will be discussed internally with our spine quality complaints team and that a response would be provided soon, possibly by today or monday as he also enquired as to how soon he would hear back from us.